Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that a pending alarm occurred. The pump was prepped and ready to be implanted at the time of the report but had not been implanted. Per the pump logs, the pump stalled and recovered on (B)(6) 2019. Additional information was later received at which time it was reported that the pump was implanted. No patient symptoms were reported. No further complications have been reported as a result of this event.